Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After insertion, the surgeon decided to remove the lens and implant a 3-piece lens instead. A competitor's was implanted. The reporter did not have further info, stated it was the doctor's preference and not lens related.

Manufacturer narrative:
(B)(4): no product malfunction. Eval: results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to doctor's preference and not lens related. (B)(4).